Event description:
The device was used to check the pt's blood glucose and a result of 72 mg/dl was obtained. Insulin was taken as usual before dinner. After eating they began to show signs of hypoglycemia. They retested and the result was 161 mg/dl. Emts were called and their meter read 43 mg/dl. They were treated with a glucose IV. Controls were not used on the system. The device was replaced and authorized for return to the MFR for eval.